Event description:
It was reported that the monopolar curved scissors instrument was dropped on the floor after the case, the pin bent and instrument can't be used. No fragments fell into the patient, no patient harm, adverse outcome or injury was reported.

Manufacturer narrative:
The instrument was returned and evaluated. Per the customer reported complaint, failure analysis found that the instrument banana plug was bent towards the middle. The instrument passed electrical continuity testing. The evidence was inconclusive, but the bent damage was likely due to mishandling/misuse. Failure analysis also observed that the distal end of the main tube had various scratch marks with light material removal. The scratches were not aligned with the tube axis. No other damage was found. The endowrist® instruments instructions for use (IFU) specifically states: general precautions and warnings handle instruments with care. Avoid mechanical shock or stress that can cause damage to the instruments. The customer reported complaint does not itself constitute a MDR reportable event; however, the tube abrasions with material removed, found during failure analysis evaluation could likely cause or contribute to an adverse event if the failure mode were to recur.